Manufacturer narrative:
The technician found the communication cable plug is loose. The technician reseated the communication cable plug to resolve the issue.

Event description:
The account alleged the bed exit alarm does not function. No pt impact.